Event description:
The report received from the affiliate indicated that a 3.0x15mm firestar balloon catheter was delivered to a 90% occluded de novo lesion in the mid lad that was heavily calcified and slightly tortuous. While the balloon was being inflated for the first inflation, the balloon ruptured at 10atm. Therefore, a different product was used instead and the procedure was safely finished. There was no pt injury reported. The product was clinically used and will not be returned for analysis because of the pt's infectious disease (B)(6).

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.